Event description:
Initial report: this medically important spontaneous case report from another country, was reported by a nurse to our local affiliate. This case involves a female patient who received three applications of pol-l-lactic acid (sculptra) therapy. She received 2 vials with 5 ml of water in 2008., and she received 1 vial with 5 ml of water two months later. No additional treatment details were provided. No relevant medical history was reported and concomitant medications were not taken. On an unknown date two weeks ago, the patient developed a solid lump the size of a two pound coin. No corrective treatment was provided. The reporter considered the reaction to be very serious and related to pol-l-lactic acid therapy. A ptc (pharmaceutical technical complaint) was initiated.